Manufacturer narrative:
This is the same event as 3010536692-2016-00170. See attached.

Event description:
Allegedly, patient is suffering from mom complications. (Left)

Manufacturer narrative:
After the initial report it was determined that this report was a duplicate of a previously reported event:3010536692-2016-00678. Please void the initial report.